Manufacturer narrative:
The device returned to zoll medical corporation. The malfunction was duplicated and the pd engine board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72" message. Complainant did not indicate that there was no pt involvement in the reported malfunction.